Event description:
Nexstage pure flow dialysate sak #302, lot # 70879179, exp 2019-07-03, leaked from 0.2 micron filter in the process of filling the bag. No health problem occurred except for water spillage.